Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however the display assembly was replaced as a preventive measure. It was noted that the system fan was noisy, the upper case and lower case handles were broken, and the tabs on the power cord bay door were bent.

Event description:
It was reported that the screen did not illuminate upon start-up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).